Event description:
It was reported that the user experienced hypoglycemia to 59 mg/dl without symptoms following hyperglycemia up to 256 mg/dl, in the context of using meal announcements to correct highs and overtreating lows, which reflects a usage problem and improper method rather than a device malfunction. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of the information provided. Investigation of this case revealed no device problem, and the event was attributed to failure to follow instructions and an unintended use error related to meal announcements as corrections and low treatment practices. It was concluded, based on previously established findings for similar reports, that the cause was user interface and use error involving improper or incorrect procedure.